Manufacturer narrative:
Customer states that patient's treatment and condition improved with the use of broad spectrum (as a result of negative genexpert results), but the treatment could have been shorter if they have used a narrow-spectrum antibiotic such as cefazolin. Cepheid suspects that the root cause is a mutation or deletion within the spa target that is preventing binding of the xpert mrsa/sa primers and probe. The sample is in transit to cepheid. The investigation will be performed on the bacterial isolate to confirm with maldi-tof that it is indeed a s. Aureus, and if so, through whole genome sequencing to identify the type of mutation. The investigation is still on-going. A follow-up report will be submitted upon completion of sequencing. In section b1 'product problem' and section h1 'malfunction' were selected as these sections are required for submission. However, there is not enough information at this time to make a determination. Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert mrsa/sa bc test and then unavailability of that product lot to be returned to cepheid.

Event description:
Japan customer reported a 76-year-old male was received at the emergency department with upper gastrointestinal bleeding, shock vital signs, and dehydration. He was previously treated for cerebral infarction and cerebral hemorrhage. On (B)(6) 2025, a sample was collected from patient: whole blood using bactec aerobic and anaerobic culture device. On the same day, the first test was conducted: aerobic and anaerobic blood culture (bd bactec) using bactec aerobic culture bottle and bactec anaerobic culture bottle. The result obtained on (B)(6) 2025 was positive for gram-positive staphylococcus. This was not reported to the physician. On (B)(6) 2025, a second test was conducted with xpert mrsa/sa bc (ce-ivd) [xpert methicillin-resistant staphylococcus aureus/staphylococcus aureus blood culture assay] lot 22103. The result was mrsa negative and sa negative. This was reported to the physician. Based on these results the patient was treated with unasyn (ampicillin/sulbactam). Culture yielded staphylococcus aureus, susceptible to methicillin (as identified by walkaway 40s plus ast and biochemical panels). On (B)(6) 2025, the third test was conducted: microscan walkaway 40plus (pc3.1j). The result was sa positive. This was reported to the physician. Impact on the patient: broad-spectrum antibiotics were used. Narrow-spectrum antibiotics could have been used, potentially shortening the treatment period.

Manufacturer narrative:
Cepheid identified the isolate sent from the customer (both the isolate from the plate and the one from the broth culture) using maldi-tof and found it not to be staphylococcus aureus, rather staphylococcus schleiferi. These results corroborate the xpert mrsa/sa bc results, making this case a true negative. The likely root cause in this case is the incorrect result of customer's identification method. After further investigation, this case was deemed not reportable. Section h6 investigation findings and investigations conclusions codes have been updated to reflect the outcome of the investigation.